Manufacturer narrative:
The hospital biomed testing the unit and resolved the reported issue. The unit was returned to service. There was no ge healthcare repair. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a system shutdown resulting in a loss of mechanical ventilation. There was no report of patient involvement.